Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube assembly. System operates as intended.

Event description:
Customer reported the tube is overheating after minimal fluoro time. No pt injury was reported.